Event description:
It was reported that the patient presented for device check with increased right atrial (ra) lead impedance. The patient was instructed to begin monthly remote monitoring. One year later, the patient presented to the emergency department (ed) with implantable cardioverter defibrillator (ICD) beeps. Device interrogation showed high ra lead impedance. At patient's routine device change out, it was decided to not replaced the ra lead due to underlying rhythm. The lead remains in use. The patient is enrolled in the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d314drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2013. (B)(4).